Event description:
Physician was performing a left salpingo-oophorectomy during diagnostic laparoscopy. He used an ethicon 35mm vascular / thin tsw35 stapler to remove the tube and ovary. The preloaded cartridge was fired without incident. An ethicon 35 mm tr35w reload was placed in stapler upon reopening the stapler inside the abdomen, the cartridge dislodged from the stapler into the abdomen. It was noted that the cartridge was in several pieces. Md removed all the pieces of cartridge from the abdomen without incident. A second ethicon tr35w reload was inserted into the stapler and was fired without incident. Procedure complete without further problems and no harm to the patient. The defective piece was the ethicon 35mm vascular endopath vascular reload.